Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: unknown, implanted: (B)(6) 2018, product type: lead. Product ID: 3889-28, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s family reported through a manufacturer representative that the patient¿s sacral neuromodulation (snm) ¿effect was unclear.¿ imaging performed on (B)(6) 2020 ¿confirmed that the lead wire was in a loop state inside the sacrum.¿ the patient¿s physician stated that although the looped lead wire could not be ruled out to be related to a recent left femoral fracture, it also ¿could not be specified including the timing.¿ a power on reset (por) was considered after the stimulation was turned off at the time of the patient¿s femoral fracture surgery, ¿but the por reset handling screen was not displayed when the physician programmer was started up.¿ it was noted that ¿there was no complaint from the patient about pain or discomfort on diseased site due to the loop shape¿ and that interrogation of the patient¿s implantable neurostimulator (ins) with a physician programmer did not show and system abnormalities. The patient¿s device history confirmed there was ¿no stimoff history¿ and impedances were all within the allowable range (659-896 ohms bipolar; 1360-1560ohms). It was noted the patient¿s sensory threshold for 0+3- was 2.7 v with stimulation on the legs and 0+2- was 2.8 v with stimulation on the saddle contact area. The patient experienced ¿no stimulation, pain, or discomfort in the lower abdomen or inside the abdomen in both lying down and sitting (wheelchair) position. There was ¿no stimulation on #0 and #1 electrode at 3v¿ and ¿electrode dislocation was suspected based on sensory threshold information.¿ the patient¿s therapy was set to 0+2- at 2.6 v on (B)(6) 2020 with an impedance of 1383. There remained no stimulation, pain or discomfort experienced and the patient was instructed to turn their stimulation off if discomfort was felt. A review of the patient¿s (frontal only) imaging results on (B)(6) 2020 found that ¿no twist on the lead body could be confirmed.¿ as per the patient¿s family¿s request, surgical treatments such as removal and botox would not be performed in the future. The patient¿s next follow-up appointment was scheduled for (B)(6) 2020; frontal and lateral images were requested. The cause and time of occurrence of the looped lead issue could not be specified at the time of report. There were no further complications reported or anticipated.